Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) the patient had a percutaneous driveline repair. During the repair, their back up controller was exchanged with their primary controller. Related manufacturer's report # 2916596-2021-03167.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was evaluated for the reported event of driveline fault alarms. The reported event of driveline fault alarms was confirmed via the submitted log files; however, there are no indications of any issues with the system controller. The heartmate ii system controller (serial number (B)(6) was not returned to abbott; however, log files were submitted for analysis. The submitted log files that were taken from system controller (serial number (B)(6), contained partially overlapping data spanning approximately 2 days (B)(6) 2021 ¿ (B)(6) 2021). Additional events were captured on (B)(6) 2020 which is consistent with the backup controller being turned on briefly before use. There were no atypical alarms active in log file; however, the log file captured a yellow wrench advisory alarm active on (B)(6) 2021 at 08:16:09 due to a driveline fault alarm. Provided information stated that the serial number of the controllers when the patient presented to florida hospital are: primary ¿ (B)(6) and backup ¿ (B)(6). In addition, the new controllers that were replaced in florida were: primary ¿(B)(6) and backup ¿ (B)(6) , and the current controllers that were placed during the pump exchange are: primary ¿ (B)(6) and backup ¿ (B)(6). The root cause of the controller exchange following the driveline fault alarm conditions was due to fractured underlying wires in the driveline of the pump. This is further addressed in the pump investigation (refer to MFR# 2916596-2021-02843). The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 12aug2020. Heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the, driveline fault alarm condition, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.